Manufacturer narrative:
Method: x-ray image review, nc/CAPA history review, labelling review, risk assessment result: the customer reported event was confirmed via provided x rays. The device is still implanted as the surgeon does not have plans to revise the patient as they already fused and have no complaints. Inspection of the device thus could not be performed. No lot number was provided so manufacturing review could not be completed. X rays provided showing the blocker migrated out of the screw tulip. As a result the rod also migrated out of the screw tulip as the blocker is no longer holding it down. Rod can be considered concomitant as the blocker migration caused the rod movement. According to the device IFU, " while the expected life of spinal implant components is difficult to estimate, it is finite. These components are made of foreign materials which are placed within the body for the potential fusion of the spine and reduction of pain. However, due to the many biological, mechanical and physicochemical factors which affect these devices but cannot be evaluated in vivo, the components cannot be expected to indefinitely withstand the activity level and loads of normal healthy bone. Loosening of spinal fixation implants can occur. Early mechanical loosening may result from inadequate initial fixation, latent infection, premature loading of the prosthesis, or trauma. Late loosening may result from trauma, infection, biological complications or mechanical problems, with the subsequent possibility of bone erosion, migration and/or pain." Additionally, the IFU states "these implants are temporary internal fixation devices designed to stabilize the operative site during the normal healing process. After healing occurs, these devices serve no functional purpose and can be removed." As these devices are temporary fixation devices used to stabilize the site through fusion, they had served their purpose as the patient fused. Conclusion: as the device was not returned, a definite root cause cannot be determined, but based on the information provided, the patient fusing caused additional strain on the implants and may have caused the blocker to back out additional factors such as blocker under or overtightening may have contributed, however, without the device to evaluate, this cannot be confirmed. Device not returned as it remained implanted in the patient.

Event description:
The blocker backed out post operatively. No adverse consequences to the patient reported.

Event description:
The blocker backed out post operatively. No adverse consequences to the patient reported.